Manufacturer narrative:
Initial.

Event description:
It was reported that the user's pump stopped functioning and the ilet displayed prompts to connect cgm or enter blood glucose after the battery fully drained and was powered back on; after the agent confirmed and re-entered the dexcom g7 continuous glucose monitor (cgm) sensor serial number, the sensor paired, with reported signal loss limited to the ilet, consistent with an intermittent communication failure. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed a known operability issue between the ilet and the dexcom g7 when the device shuts down. It was concluded, based on previously established findings for similar reports, that the cause was traced to a temporary signal loss that resolved with standard troubleshooting.